Event description:
On (B)(6) 2025, a patient (pt) in japan reported sharp pain in the left eye (os) on insertion of the 1-day acuvue® trueye® (nara a) brand contact lens (cl) on (B)(6) 2025. The pt reported the pain continued after the suspect cl was removed from the eye. The pt visited an ophthalmologist on (B)(6) 2025 and was advised the ¿entire epithelium of my left eye where I wore the lens had staining¿. The pt reported symptoms of burning pain, tearing and ¿can't open the eye.¿ the pt was prescribed senju sodium hyaluronate ophthalmic solution 1% 6 times daily and nitto ofloxacin ophthalmic ointment 0.3% 3 times daily (tid). The pt was advised to discontinue cl wear. A follow-up visit was scheduled for on (B)(6) 2025. On 02apr2025, a call was placed to the pt¿s treating eye care provider¿s (ecp) office and a representative provided additional information. Initial visit: on (B)(6) 2025; diagnosis: corneal epithelial defect, os. There is ¿staining over the entire corneal epithelium¿. Infectious: not recorded in the medical chart. Visual acuity (va): affected (the corrected visual acuity used to be 1.2, but at the time of examination it could only be corrected up to 0.6.). The pt was prescribed senju hyaluronate ophthalmic solution 0,1%, 6 times daily and nitto ofloxacin ophthalmic ointment 0.3% tid. The pt was advised to discontinue cls wear ¿until staining is cured.¿ the pt was instructed to return on (B)(6) 2025. Date of return visit: on (B)(6) 2025. Result of consultation: ¿since the staining is smaller than the last time, pt is recovering.¿ the pt was instructed to discontinue cl wear ¿until staining is cured.¿ return visit instructed: on (B)(6) 2025. Outcome: resolving. On 07apr2025, the pt provided additional information. The pt had a follow-up (fu) visit to the eye care provider (ecp) on (B)(6) 2025 and advised there is no redness or pain, but the ¿vision has not recovered.¿ the pt reported that the vision is blurry in the evening and the ¿pc screen looks blurry.¿ the pt reports that the ¿staining still remains¿. Fluorometholone 0.1% (tid) was added to the pt¿s treatment. The pt has not returned to cl wear and has a fu visit to the ecp on (B)(6) 2025. On 15apr2025, the pt provided additional information. The pt went to the ecp on (B)(6) 2025 and advised that the vision has ¿improved too the extent that it does not interfere with daily activities¿. The pt advised that eye staining is ¿getting smaller.¿ the pt advised that an eye drop containing ¿mucin ingredient was added to improve dry eye¿, but the name of the medication is unknown. The pt is no longer using the prescribed steroid eye drop and continues no cl wear. The pt has a fu appointment on (B)(6) 2025. On 16apr2025, a call was placed to the pt¿s treating ecp office and a representative provided additional information. Date of visit: on (B)(6) 2025. Result of consultation: there is still some eye staining, but it has improved a lot. The pt was prescribed diquas ophthalmic solution 3%, four times daily (qid) and hyalein ophthalmic solution 0.1%, tid. The pt was advised not to return to cl wear until the eye staining resolves. The pt has a return visit on (B)(6) 2025. No additional medical information has been received. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number: 5872590106 was produced under normal conditions. The os suspect cl was requested for return for evaluation, but it has not yet been received. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.

Manufacturer narrative:
Calls were placed to the patient (pt) on (B)(6) 2025 for additional medical information and results of the pt¿s visit to the eye clinic, but no additional information was provided. On (B)(6) 2025, two lenses cases were received containing one lens each. The parameters of the two lenses were measured and a visual inspection was performed. Lens one revealed an edge tear and was misshaped. Lens two was misshaped. As the product was returned opened, it is not known what external influences may have contributed to this issue. Eight sealed blisters were also received for lot 5872590106. The ph and conductivity were measured within specification. No additional information is expected. If any further relevant information is received, a supplemental report will be filed, as appropriate.

Manufacturer narrative:
On 07may2025, the patient (pt) called with additional medical information. Ecp 4th visit: date of visit: (B)(6) 2025. The pt was advised that the initial eye staining is improving. The dryness and ¿fine staining¿ are present so the pt was instructed to ¿moisturize the eye with drops¿ and revisit the eye clinic when the drops run out. The name of the eye drops is unknown, but the pt was advised to use the drops 3 to 6 times daily. The pt is expected to return to the ecp the last week of (B)(6) 2025 with no contact lens (cl) wear. On 14may2025, the pt provided additional information. The pt experienced ¿intense pain¿ when inserting the cl and visits the eye clinic ¿like every week to monitor the progress.¿ on 14may2025, a call was placed to the pt¿s treating eye care provider (ecp) for additional information. Date of visit: (B)(6) 2025 there is still slight staining in the left eye (os), but it is resolving. The pt was prescribed diquas ophthalmic solution 3%, 4 times daily (qid) and hyalein ophthalmic solution 0.1%, 3 times daily (tid). The pts chart did not reflect if the pt was advised not to return to cl wear. The pt was advised to return for follow-up visit ¿around the time when the drugs run out (approximately 1 to 2 months later). No additional information was provided. If any further relevant information is received, a supplemental report will be filed, as appropriate.